Manufacturer narrative:
1. DHR review lot 2354422. 1 this batch of products were assembled at intima ii auto line 3 in january 2023, and packaged at r240 package line in january 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of the complained batch is taken for prn torque test, and the test result is within the product specifications. Please see attachment for the test report. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Recommendation. Tighten the prn before use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion. No abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since no defective sample is received for testing and analysis, the root cause of prn falling off cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc cap was loose on april 10, 2024, when the nurse in charge was preparing an indwelling needle for patient (B)(6) on bed 825, she found that the heparin cap port of the closed IV indwelling needle was too loosely connected to the y-type connector of the closed IV indwelling needle and the connection was not secure, resulting in the heparin cap falling off, which led to the patient's blood and medication leaking out of the dislodged place, creating a risk of contamination and causing the patient's treatment to be delayed. After the incident, the nurse in charge immediately explained to the patient, disinfected the interface, re-saline flushed the tube, and replaced the heparin cap with a new closed IV needle for the patient's treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.